Event description:
It is reported that a customer states that one of her devices was in the washer dryer. The patient's blood glucose level was unknown. The customer stated that the device was not the insulin pump but a device that looked like a cell phone. The customer did not know the name of the device and stated that they will call back with more information. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)